Manufacturer narrative:
Block b3: exact date unknown, event occurred over a month from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7127446/7127516.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components will not be returned.